Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 device evaluation:the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: a review of the pump¿s black box showed that the data for the event had been overwritten due to continued pump use. There was no evidence of cs 064 alarms in the available pump history. During testing, the pump ezprime steps were performed successfully and the pump was exercised for 24 hours with no alarms or warnings occurring. The pump cover was removed and no evidence of internal moisture or defects to the printed circuit board or internal components was found. The complaint of a cs 064 alarm issue was not able to be confirmed or duplicated during investigation due to the pump information for the complaint date had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.